Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. Prior to testing the device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.